Event description:
The dr claims that the graft was implanted for a popliteal vessel stenosis procedure using tapercut needles. The graft leaked approx 300-400cc of blood from its walls and suture line. The bleeding stopped after 30 to 35 minutes by clamping and application of thrombin at the distal anastomosis. Subsequently thrombectomy was done twice with a fogarty catheter and the pt was heparinized post-operatively. The graft was left in. The pt's condition is reported as stable.